Event description:
Customer reported: overestimation of the arterial systolic pressure on hypertensed patients.

Manufacturer narrative:
The device history record was reviewed, and all manufacturing requirements were met.